Event description:
Discordant results for sodium were obtained on an advia 1800 instrument for three patients. The falsely elevated results were not reported to the physician(s). The same samples were repeated and the repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant sodium results was due to a malfunction in the ion selective electrode (ise) module. The fse replaced the ise module and the instrument is performing within specifications. Further evaluation of the device is not required.